Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) helix disengaged from helical channel; the full lead was returned for analysis. Blood/body fluid was observed on the distal conductor, in/on the helix sleeve head and mechanism (not obstructed). The tip seal was observed to be out of position.

Event description:
It was reported that during the implant attempt the helix was unable to be extended. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.